Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Suspected malfunction was reported by the patient. No further information is available at this time.